Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was approximately 2cm in length. The patient anatomy was noted to be normal. During the procedure, significant resistance was encountered when deploying the stent. The stent was able to be released but, due to the difficulty, the stent was implanted too distal. No visible issues were noticed with the stent system. The stent was left implanted and a second wallflex stent was placed telescoping through the first stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - the reported event of stent positioning issue. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.